Event description:
The user facility reported a instance where a z-800 infusion pump did not detect air in the IV tubing below the pump. Air-eliminating filter was part of the IV set. Air did not reach patient. There was no patient harm. Erbitux was the drug being infused. Zyno has requested but the user facility is yet to provide patient information.

Manufacturer narrative:
Evaluation of the returned device involved in this incident by a zyno representative indicated that it was operating in accordance with its specifications. The air-in-line alarm function was inspected and found to be functional according to specification. Interview of the user involved in the incident revealed that user over-programed the volume-to-be-infused parameter which in effect disabled the end of infusion alarm and the automatic shutdown of the infusion upon programmed infusion volume is reached. Instead, user relied on air-in-line alarm as the sole mechanism of infusion shutdown upon fluid bag empty. This practice exposed air-in-line alarm as the single point of failure. A zyno representative provided additional in-service, which emphasized the potential consequence of over-programming the vtbi parameter and reinforced the intended use of the device.